Manufacturer narrative:
The reported issue was confirmed by imi. The pad was evaluated by imi. Imi confirmed that the reported issue with the arctic gel pad. A potential failure mode could be '3.2 air leakage into the system¿ with a potential root cause of '3.2.3 use of punctured pads or pad lines. The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not required. The product code for this z300 unknown arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an evaluation of the arctic sun device, it was found that there was an air leak in the gel pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during an evaluation of the arctic sun device, it was found that there was an air leak in the gel pad.